Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number and serial number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
63-year-old male patient with stemi admitted for coronary artery bypass surgery, left ventricular thrombectomy and bentall procedure for aortic valve replacement. The patient received multiple blood products, inotropes and vasopressors during the surgical care. An impella 5.5 was placed. The patient did well in the ICU with slow impella wean. He did have an episode of atrial fibrillation requiring amiodarone. After the arrhythmia, he became hypotensive with a drop in his cardiac output, so inotropes added. An echo was done that showed the impella in too deep and it was repositioned at the bedside. He was taken back to the operating room for pericardial window and ended up doing full sternotomy for washout. At this time, the decision was made to remove the impella mid case. Adverse events that occurred post operatively were most likely attributed to his post op status and not the left ventricular impella device.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.